Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 493 mg/dl at the time of incident. The customer's blood glucose was 166 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. The device was received with insulin flow blocked alarm functioning properly. The device was received with minor scratches on lcd window.